Event description:
It was reported that during the procedure for treatment at the bifurcation of the left anterior descending artery and the diagonal artery, two guide wires were delivered; one unspecified guide wire in the main branch and a balance middleweight (bmw) guide wire in the side branch. An unspecified stent was deployed, jailing the bmw guide wire between the stent and the vessel wall. During the attempt to retract the bmw guide wire against resistance, the guide wire separated. The proximal segment of the guide wire was withdrawn; however, the distal segment of the guide wire remained jailed in the stent struts with a segment of the guide wire fluctuating in the common trunk. The patient was transferred to another hospital where surgery was performed to successfully remove the guide wire from the patient anatomy. The patient is reported as doing fine.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions, against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi-torque guide wire instructions for use (IFU) states: consider that if a secondary wire is places in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Furthermore, the IFU states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.